Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and bleeding. No additional information was provided.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and anterior and posterior colporrhapy.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent transurethral resection of a 3 cm tumor on the right posterior bladder wall and transurethral resection of 3.5 cm tumor on the left posterior bladder wall on (B)(6) 2012 due to hematuria and bladder tumors on the right and left posterior bladder wall. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and frequency.